Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The master tool manipulator (mtm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Visual inspection of the device found the gimbal handle was damaged. The gimbal handle was replaced as a fix. The root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the surgeon side console (ssc) master tool manipulator (mtm) was missing a screw and did not allow the surgeon to perform follow on matching grip (fomg). The surgeon switched to ssc 2 to continue. The procedure was completing as planned with no reported injury.